Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) was used based on age of patient h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was disconnecting the following information was received by the initial reporter with the following verbatim. Primary IV line came apart on the distal end after being hooked up to the patient. Bd alaris 3 smartsite y-sites. Lot: 24109413, expiration date: 10/30/2027. Patient IV was bleeding out of the broken line, IV was still intact and working fine, broken line was running ivig and d5 onto the patient's chair.